Manufacturer narrative:
Film evaluation results are: a review of CT¿s from 7- ½ years post-implant revealed that an aneurx stent graft system was implanted in the patient. Films were n on-contrast; therefore, measurements were approximate, and any possible endoleak or stent graft/vessel patency could not be assessed. The bifurcate was positioned just below the renal arteries. The left renal artery appeared to have been stented, and the right kidney was atrophied. The bifurcate proximal od measured ~22 x 24mm, and there was 2.5cm of remaining proximal seal length. The aortic body and infrarenal neck were angulated 80 deg a-p and 50 deg r-l; relative to the distal aorta and iliac limbs. Areas of calcification were seen along the posterior side of the neck, around the aaa sac, and distal aorta. The bifurcate ipsi limb was positioned down into the left common iliac artery, and the contra limb crossed over the ipsi limb and was positioned into the right common iliac. The limbs were not kinked or compressed. The maximum diameter aaa measured 6.7cm. No obvious stent graft issues were seen from these non-contrast films. Review of angio images during an intervention revealed that the stent graft was patent. Contrast injection from above the renals showed that the left/stented renal artery was patent, and the bifurcate was just below the left renal. While injecting from within the bifurcate flow divider, contrast was seen outside the left side of the bifurcate near the level of the flow divider. In addition, several stent struts appeared to be displaced several mm¿s outside the bifurcate near the origin of the contrast, leading to the likelihood that this is a type iii fabric endoleak. No other obvious stent graft issues were observed. The exact cause of the aneurysm expansion could not be determined. The anatomy at implant is unknown, and earlier post-implant films were not available for review. CT¿s returned were non-contrast; therefore, any possible endoleak could not be assessed. However, a recent angiography showed contrast outside the stent graft, near an area noted to have likely suture breaks as well as possible stent strut fractures, indicating that there may be a type iii fabric endoleak. The cause of the suture breaks and possible strut fractures leading to the likely type iii endoleak could not be determined. It is possible that the angulated neck may have led to high stent graft angulation near the bifurcate flow divider, causing suture breaks and possible fractures, which translated to fabric abrasion caused by the overlapping stents.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that a recent angiography revealed the patient's aneurysm had enlarged from approximately 50 mm in diameter to approximately 70 mm in diameter. A non-contrast CT scan revealed that a stent above the flow divider on the left side of the aneurx device had a broken suture. The cause of the suture break is unknown. The aneurysm growth was suspected to be due to an unknown endoleak. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.